Event description:
This pt presented to the hosp on 04/15/1998 with a serious femoral fracture involving the left hip and subtrochanteric area. The fracture, especially the subtrochanteric one, caused a major hematoma dissection under the muscle. Guide pins were placed in the hip first, and appropriate compression screws and side plate of 8 holes was placed down the side of the fracture - 6 fixation screws and 1 of a lag type was placed into the plate. X-rays showed excellent position and alignment of the fracture reduction. On 01/10/1999, as pt was turning, pt heard a popping sound in left hip. Pt was seen by physician the next day and x-rays showed the prosthesis in the left hip had broken. A revision was performed without complications.